Event description:
The device was used during laparoscopic nissen procedure. Reportedly, the seal disengaged. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.